Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis and calcification. (B)(4).

Event description:
Physician was attempting use one sprinter legend (2.50mm x 15mm) to pre-dilate a calcified lesion in the lcx with 80% stenosis but the device could not inflate. The device was prepped before use with no issues noted. The physician removed it and noted a leak was present. The physician used a new device to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was damaged and slightly bunched. The balloon folds were intact and only partially opened. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the balloon failed to inflate fully or maintain pressure. A short radial tear was visible over the distal inner shaft marker on the body of the balloon. The tear was jagged and uneven indicating that the balloon material was damaged prior to the rupture. The balloon material was deformed distal and proximal to the leak site.